Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. H6 code of e2402 was chosen to capture the event of buried bumper syndrome. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. A stoma site infection and buried bumper are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2025, a patient in romania underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient experienced a stoma site infection, secondary to secretions. The patient is being treated with systemic antibiotics, ceftamil 1000 mg twice daily and gentamycin 80 mg daily. On (B)(6) 2025, an endoscopy was performed, diagnosing an internal buried bumper in the abdominal wall. Surgical removal of the bumper is pending the resolution of the stoma site infection. The device remains implanted.